Event description:
It was reported that an obese pt underwent surgery for implant of posterior pedicle screw/rod fixation. Approx 3 months post-op a pedicle screw was broken at s1 and the pt underwent a revision surgery.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.